Manufacturer narrative:
The device was returned to olympus for evaluation and the customer allegation was confirmed. The evaluation found the issue was due to a printed circuit board failure. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video system center did not power on. The issue was found during reprocessing. The device was returned for evaluation. During the device evaluation, the device failed to activate was found, due to faulty printed circuit board. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Event description:
The customer reports that patient was not under anesthesia. Correction to information provided in the initial report: during the device evaluation, "no image" was found due to faulty printed circuit board. This report was submitted to report no image issue found during device evaluation rather than the device failed to activate.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that no image occurred due to faulty printed circuit board. Olympus will continue to monitor field performance for this device.